Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there a large volume infusor which appeared to be damaged and ¿pipeline leakage was found¿. This was identified at the dispensing room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from june 25, 2019 - june 27, 2019. The actual device was received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the bag that contained the returned device which indicated that a leak had occurred. Further inspection of the returned sample was performed, and it was discovered that there was a cut in the tubing line which would cause a leak. The reported condition of leakage was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.